Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that a patient underwent localized alveolar ridge augmentation utilizing (B)(4) concurrent with dental implant placement. Immediately post-op, the patient developed mild erythema. No treatment was performed, and the symptom resolved within two weeks. Three days post-op, the patient reported mild acid reflux and was given medication for the symptoms. The acid reflux is ongoing, and per the health care professional is not related to the surgery or the (B)(4) .